Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the day of the report, the patient stated he just got home from the hospital because on (B)(6) 2025, the cgm was showing 63 mg/dl; however, the patient stated it should've been 50 mg/dl despite not checking a finger stick reading because they did not have a bg meter at home. The patient reportedly felt unwell and fainted. It is unknown what the cgm was displaying during this time. The patient's wife gave the patient jello to raise his sugar levels. They went to the hospital and there, they checked a finger stick which was 221 mg/dl (post treatment of jello). The cgm was reportedly 25% higher than the finger stick reading. The patient was in the hospital for monitoring and no treatment was necessary. According to the patient, this was a life-threatening event. At the time of the report on (B)(6) 2025, the patient felt "great". Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that readings were over 25% off. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.